Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed the device would shut down when bumped. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's power pcba to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The cause of the reported issue was determined to be a loose connection on j10 power pcb connector.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed the device would shut down when bumped. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.